Event description:
It was reported the screen of the programmer is broken and it's stylus pen does not work. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the touch screen was broken. Analysis also found the handle was broken. It was noted there was no software update history. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.